Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed multiple no delivery alarms in all situation, priming, boluses, basal. Customer tried with different infusion sets and reservoirs, inserted sets in different sets, yet the issue was not resolved. Customer's blood glucose was 480 mg/dl. Customer will not be returning the device for analysis.